Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was further reported that balloon rupture occurred. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 60 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was further reported that balloon rupture occurred. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 60 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was located in the cephalic vein of the forearm.